Event description:
It was reported that during a case, the console displayed error 505 (voltage on hvps capacitor bank is outside specification.), it could not be used even after restarting. Due to this, another device was used but the stone was impacted in the ureter and the approach was impossible, so the procedure was withdrawn. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the reported error 505 displayed by the console was caused by a defective hvps (high voltage power supply). The fse proceeded to perform the replacement of the hvps, and after this, the laser console finally passed full functional testing. No further issues were identified during service, and the console was confirmed to be fully functional after repairs. It is likely that the error message resulted from the affected accessory, leading to the reported event. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a case, the console displayed error 505 (voltage on hvps capacitor bank is outside specification.), it could not be used even after restarting. Due to this, another device was used but the stone was impacted in the ureter and the approach was impossible, so the procedure was withdrawn. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.